Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 3pm. She reported testing on the subject meter and obtaining readings ¿142mg/dl and 397mg/dl.¿ the time difference between these two tests is not known. The patient felt the readings were higher than her usual readings. It is not known what the patient considers to be normal. The patient manages her diabetes with an unknown type of insulin. The patient claimed she developed symptoms of ¿sweating¿ approximately 3 hours after testing and as a result, she decreased her evening dose of insulin that night. She reported that a lab test was performed at her doctor¿s office on (B)(6) 2014 but did not recall the result obtained. No medical intervention was received from her doctor. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the test strips were not expired and were stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/08/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.